Manufacturer narrative:
Expiration date(s), complete catalog #'s and unique identifier (UDI)#'s: unknown, because the serial numbers were not provided. Implant and explant dates: if implanted or explanted, give date(s): not applicable as the lenses were not implanted and therefore not explanted. Initial reporter phone number: (B)(6). Device manufacture date(s): unknown, because the serial numbers were not provided. Device evaluation: the intraocular lenses (iols) were not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial numbers are unknown therefore the manufacturing records for the intraocular lenses could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported at least six intraocular lenses (iol) were stuck in the preloaded delivery systems. A delay in the surgical procedures was reported. Additional information was received and it was learnt that the lenses touched the patient's eyes. Reportedly, the delivery systems and the lenses were discarded by the customer. No further information was provided.